Event description:
It was reported that stuck in stent occurred resulting in bypass surgery. Vascular access was obtained via the- right femoral artery. One target lesion was located in the left anterior descending artery (lad) and multiple 50-60% stenosis was located in the proximal to mid right coronary artery (rca). The lad was stented first and examined using intravascular ultrasound (ivus). The stenosis was completely relieved and the distal blood flow was at timi ii grade. A guide catheter was placed and a working guidewire crossed to the distal rca. The opticross imaging catheter was introduced to observe the diffused hematomas and old thrombus in the proximal rca. A 4.0x28mm stent was implanted in the mid rca. The stent was dilated under 16 atmospheres (atm) which was insufficient. A 4.0x28mm platinum stent was implanted in the proximal rca and dilated under 14 atm. The stent could not be fully dilated so a 4.0x15mm balloon was used to dilate the insufficient area at under 18 and 20 atm respectively. The opticross was advanced for observation and it was noted that stent was fully dilated and attached to the wall normally. When the opticross was being removed, however, it was difficult to withdraw the guide wire and opticross. The physician considered the opticross to be stuck in the stent and selected another guide wire to cross the lesion in the rca to the distal end of the vessel. A 3.0x15mm balloon was advanced to dilate where the opticross was stuck, but the balloon could not cross the catheter. Another balloon and catheter were introduced but also failed to cross. The 6f sheath was then replaced with a 7f sheath which allowed devices to reach the opening of the rca successfully, the guidewire was used again to cross where the opticross was stuck and 2.0x15mm, 4.0x15mm and 2.5x15mm balloons were placed in the proximal segment of the stent. An attempt was made at dilation, but the opticross and guide wire still could not be withdrawn. The physician tried to withdraw the working guide wire and opticross with the force of a guidezilla guide extension catheter, but this also failed. The opticross catheter and guidewire were cut off and left in the vessel and the patient was sent for coronary bypass surgery. Following surgery, the patient was in good condition.

Event description:
It was reported that stuck in stent occurred resulting in bypass surgery. Vascular access was obtained via the- right femoral artery. One target lesion was located in the left anterior descending artery (lad) and multiple 50-60% stenosis was located in the proximal to mid right coronary artery (rca). The lad was stented first and examined using intravascular ultrasound (ivus). The stenosis was completely relieved and the distal blood flow was at timi ii grade. A guide catheter was placed and a working guidewire crossed to the distal rca. The opticross imaging catheter was introduced to observe the diffused hematomas and old thrombus in the proximal rca. A 4.0x28mm stent was implanted in the mid rca. The stent was dilated under 16 atmospheres (atm) which was insufficient. A 4.0x28mm platinum stent was implanted in the proximal rca and dilated under 14 atm. The stent could not be fully dilated so a 4.0x15mm balloon was used to dilate the insufficient area at under 18 and 20 atm respectively. The opticross was advanced for observation and it was noted that stent was fully dilated and attached to the wall normally. When the opticross was being removed, however, it was difficult to withdraw the guide wire and opticross. The physician considered the opticross to be stuck in the stent and selected another guide wire to cross the lesion in the rca to the distal end of the vessel. A 3.0x15mm balloon was advanced to dilate where the opticross was stuck, but the balloon could not cross the catheter. Another balloon and catheter were introduced but also failed to cross. The 6f sheath was then replaced with a 7f sheath which allowed devices to reach the opening of the rca successfully, the guidewire was used again to cross where the opticross was stuck and 2.0x15mm, 4.0x15mm and 2.5x15mm balloons were placed in the proximal segment of the stent. An attempt was made at dilation, but the opticross and guide wire still could not be withdrawn. The physician tried to withdraw the working guide wire and opticross with the force of a guidezilla guide extension catheter, but this also failed. The opticross catheter and guidewire were cut off and left in the vessel and the patient was sent for coronary bypass surgery. Following surgery, the patient was in good condition.